Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Physician reports capsular contracture baker grade iii and a rupture. Events discovered during removal of the device.

Event description:
Physician reports, capsular contracture, baker grade iii. And a rupture. Events discovered, during removal of the device.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified, one opening and red particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.